Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's therapy was turning on and off by itself. On (B)(6) 2019 and (B)(6) 2019 the ins turned off by itself. On (B)(6) 2019 the ins died an hour after it was charged to 100%. The representative planned on finding someone near the patient to meet with them. No further complications reported.